Event description:
It was reported that catheter shaft break occurred. The target lesion was located in left anterior descending (lad) artery. A veriflex stent was being delivered and the catheter shaft broke in two. The broken parts of the shaft remained inside the guide catheter and the pieces were removed from the patient with no issues. The procedure was completed with a 3.0 x 24mm veriflex stent. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn corrected from unk208 to h7493893424300. Corrected initial reporter sent to FDA: ni to yes. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in left anterior descending (lad) artery. A veriflex stent was being delivered and the catheter shaft broke in two. The broken parts of the shaft remained inside the guide catheter and the pieces were removed from the patient with no issues. The procedure was completed with a 3.0 x 24mm veriflex stent. No patient complications were reported and the patient's condition was fine.